Manufacturer narrative:
Block h6: medical device problem code a0501 captures the reportable event of fiber tip detached. Block h10: investigation results: the returned flexiva 200 tractip laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The piece measured 316 cm from the tip of the fiber connector to the end of the fiber body. The exposed glass tip was degraded down to the fiber jacket. Examination under magnification confirmed the pattern of the tip was consistent with normal degradation. The light from the sma connector was bright and round, indicating there was no fracture within the fiber connector. No other problems with the device were noted. The reported event was not confirmed. The analysis of the returned device revealed that the exposed glass tip was degraded down to the fiber jacket. Examination under magnification confirmed the pattern of the tip was consistent with normal degradation. Fibers are intended to degrade with use and the observed condition was due to procedural use. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on march 15, 2021 that a flexiva 200 tractip laser fiber was used in a procedure performed on february 23, 2021. During the procedure, the tip of the laser fiber was broken. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a flexiva 200 tractip laser fiber was used in a procedure performed on (B)(6) 2021. During the procedure, the tip of the laser fiber was broken. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.